Event description:
It was reported that when repositioning the atrial lead, the right ventricular lead was accidentally pulled back and stretched. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded and the distal coil exposed at 16.2 cm to 16.5 cm from the connector pin due to friction to the device can. Analysis found that three lead tines were missing. A combination of hard tissue/calcification with the movement of the heart has led to abrasion of the tines and eventually to fracture.